Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 111b check vent: 35 v supply failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer for onsite service and repair. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer for onsite service and repair. The field service engineer confirmed that the error is message permanently on the screen: 35v power supply fault corresponding to code 111b (error message 111b post35vfailed 0). No impact on the proper functioning of the device. The fse replaced motor controller printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.